Event description:
This is report 1 of 2 for (B)(4). It was reported by the sales rep that during an unknown surgery on (B)(6) 2022, it was observed that two inserter devices broke. According to the report, the surgeon was malleting the back of the inserters very aggressively, causing the inner retaining shafts to fracture just distal to the threads that engage the inserter cannula. The procedure was completed successfully. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one t-handle inserter device. This complaint involves two devices.

Manufacturer narrative:
Narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j sales representative. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the inserter pin was broken as well as jammed inside the t-handle inserter. No other product problems were identified. A dimensional inspection was unable to be performed due to device design. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the t-handle inserter would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for t-handle inserter was conducted identifying that lot number e19di1385 was released in 16 batch. Batch1: lot qty of (B)(4) units were released on 08 dec 2020 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 07 dec 2020 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 24 nov 2020 with no discrepancies. Batch4: lot qty of (B)(4) units were released on 23 nov 2020 with no discrepancies. Batch5: lot qty of (B)(4) units were released on 19 nov 2020 with no discrepancies. Batch6: lot qty of (B)(4) units were released on 19 nov 2020 with no discrepancies. Batch7: lot qty of (B)(4) units were released on 12 nov 2020 with no discrepancies. Batch8: lot qty of (B)(4) units were released on 12 nov 2020 with no discrepancies. Batch9: lot qty of (B)(4) units were released on 12 nov 2020 with no discrepancies. Batch10: lot qty of (B)(4) units were released on 12 nov 2020 with no discrepancies. Batch11: lot qty of (B)(4) units were released on 18 aug 2020 with no discrepancies. Batch12: lot qty of (B)(4) units were released on 13 aug 2020 with no discrepancies. Batch13: lot qty of (B)(4) units were released on 12 aug 2020 with no discrepancies. Batch14: lot qty of (B)(4) units were released on 22 july 2020 with no discrepancies. Batch15: lot qty of (B)(4) units were released on 30 jun 2020 with no discrepancies. Batch16: lot qty of (B)(4) units were released on 12 jun 2020 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.